Event description:
The medication was instilled into the pt's "mickey" gastric tube balloon port causing the balloon to fracture. The balloon port was thought to be a medication port. The pt required the insertion of a new tube. The balloon port is not well identified and the staff used the balloon port thinking it was a feeding port. This caused the balloon to break, which causes a need for re-insertion.